Manufacturer narrative:
(B)(4): the primary finding was battery resistance high. The battery resistance waveform test showed a high resistance of 1247 ohms. Logs showed multiple low battery resets watch dog not properly serviced, a legitimate eri, and pump in safe state. The battery logs of the bct file showed a voltage drop of .65v.

Event description:
It was reported that a pump was explanted on (B)(6) 2011 for "end of life >1 month". This was reported as a prophylactic removal to avoid in-vivo battery depletion. No injury or pt problem was reported. The device was returned to medtronic for "disposal only". Additional info will be reported if it becomes available.